Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided.

Event description:
It was reported that bd insyte autoguard catheter damaged. The following information was provided by the initial reporter, translated from spanish to english: add info received, apr 05, 2024 lot and material number received in mail attachment and updated has there been any harm to the patient/healthcare professional? Yes, extravasation - tissue damage - multipunctures. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? No has there been exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken (detail). No what medication was being administered? Medication cannot be administered because the device is damaged at the time o f insertion. Could you explain in detail how the procedure was carried out? 1. Hand washing is performed. 2. The vein to be cannulated is located and the appropriate helmet is chosen. 3. The tourniquet is placed 4-5 cm above the puncture point. 4. It is massaged over the area to be punctured to promote venous filling. 5. The limb is placed in decline to also favor venous filling. 6. The antiseptic is applied to the area in circles from the inside out and allowed to dry. 7. The gloves are put on. 8. The catheter is held with the dominant hand and the protector is removed. 9. The vein is fixed, making downward traction. 10. The catheter is inserted with the bevel upwards at an angle of 15-30°, depending on the depth of the vein. 11. It is punctured slightly below the point chosen for venipuncture and following the trajectory of the vein. 12. Check that the catheter is in the vein for the appearance of blood return, loosen the tourniquet, gently remove the mandrel and simultaneously. Introduce the catheter. (In the cases reported, there is little blood return, and at the moment of extracting a little of the mandrel, the return is lost, for this reason new search for return is attempted and this is no longer obtained; for this. Reason it is decided to remove the entire mandrel and the catheter, showing the catheter already broken or, in its absence, the flowed tip, generating extravasation, multipuncture and tissue damage). What type of procedure? Peripheral vein cannulation is the sample related to the incident available for analysis? If yes, please report the quantity. No is the sample contaminated? If yes, report the substance. Not applicable because the sample is not available for analysis.